Event description:
Pt called to state "my shirt is wet." Advised pt how to turn off pump and came into office to disconnect, when flushing port saw ns leaking from huber needle site. Deaccessed needle, device intact. No signs/symptoms of redness or drainage at site.